Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The distal set up joint (suj) was analyzed, and the error was confirmed via log review and replicated in house. The unit was installed on the test platform and the unit passed all test, but the brake had a lot of play in it with the brake engaged. The complaint was confirmed based failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse noticed a mechanical play on universal surgical manipulator (usm) 3. The intuitive technical support engineer (tse) viewed the system event logs but could not see any relevant error code. The camera was installed on usm 3 at the time of the event and there was no impact. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the intuitive field service engineer (fse) and obtained the following additional information: the fse confirmed that the mechanical play on usm3 could have resulted in uncontrolled or unintuitive motion depending on the use of the system, or if someone touched it during the procedure. Isi followed up with the reporter and obtained the following additional information: the usm was not deactivated/abandoned. The reported problem did not result in uncontrolled movements. The surgeon noted that this was a mechanical play of one centimeter of free travel rotation in the articulation of usm 3 with the stand support, which had no impact on the robot's operation and had no consequence on the day's 2 procedures.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the brake of the distal set up joint (suj) was defective and replaced the part. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.